Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated for the last few days (271mg/dl), and the customer was worried that the pump was not working. Elevated bgs were treated by administering a manual insulin injection. System check was performed, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was also made that the customer consult with their healthcare provider on what may be affection bgs.